Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a symptom return since (B)(6) 2017, noting it was in the past two weeks prior to the report. They also were not able to connect to their implanted neurostimulator (ins) with their programmer on the day of the report. They didn't feel stimulation and they weren't sure if the therapy was on, but suspected that the ins battery was depleted. It was noted that they had incontinence. This was noted to be a sudden change. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.